Manufacturer narrative:
The subject device was returned to olympus australia and new zealand (oaz) for evaluation. Oaz checked the subject device and found the followings. - the insertion tube was deformed and had wrinkles. - the angulations was out of specification. - the glue of the bending rubber was detached, chipped, cracked, or had a burr. - the glue around the light guide and the objective lenses were worn. - the universal cord was dented, buckled or wrinkled. - the bending tube was deformed. - the water supply connector was loosed. - one light guide lens was chipped. - the scope cover badge was missing. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. (B)(6) 2021, e.coli (<10cfu), (B)(6) 2021, high quantity, gastrointestinal tract, contamination preliminary results. Other detailed information such as the reprocessing method was not provided. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct report source. The reprocessing steps were confirmed by the customer: an inspection was performed before the procedure. Pre-cleaning was performed according to instructions for use. Pre-cleaning was performed immediately after the procedure. Leakage testing was performed according to instructions for use using an ecolab tester. The customer uses an olympus disposable brush, and brushes until no debris was observed in the bristles of the brush. The device is reprocessed in an ecolab soluscope using synergy detergent/disinfectant. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. No abnormality or leakage from the channels was found during device inspection. Growth of microorganisms was found through culture testing by the user after reprocessing. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.